Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose and sensor glucose differences with threshold suspend and that calibration errors have been received during normal use. The customer indicated that the sensor glucose was 40 mg/dl and blood glucose was 274 mg/dl. Troubleshooting advised customer on when to change the sensor and how to properly calibrate. Customer was advised to change sensor for the calibration error.